Event description:
A report was received that a pt was experiencing pain in the area below the ipg pocket site. The physician recommended a pocket revision procedure and prescribed patches to treat the pain.